Event description:
A surgeon reported that during a procedure the handpiece presented with no power during step three of phacoemulsification. The handpiece was exchanged and surgery was completed. Additional information has been requested.

Manufacturer narrative:
The company representative evaluated the handpiece¿s data feedback and confirmed the handpiece was found to be nonconforming. No further information was able to be obtained from this customer. As such the cause of the reported event cannot be determined. The handpiece was confirmed to have been nonconforming. How the handpiece became nonconforming remains inconclusive. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).